Manufacturer narrative:
The insulin pump was received with no delivery alarm during excessive no delivery test due to faulty force sensor resistor. It was also received with scratched lcd window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, missing end cap sticker and cracked case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was able to resolve the issue. The device was returned for analysis.